Manufacturer narrative:
.

Event description:
A report was received that the patient was having a significant discomfort at the ipg site. The patient was prescribed lidoderm patches with no significant improvement. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the ipg was rubbing against the spine and it was causing discomfort. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having a significant discomfort at the ipg site. The patient was prescribed lidoderm patches with no significant improvement. The patient will undergo an ipg revision.